Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it took much time to take the adaptor off, even with using a torque wrench. No patient complications have been reported as a result of this event.